Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: evaluation revealed that there was no data in the black box for date of complaint due to being over written with continued use. The display lens was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging trouble with loss of prime warnings. Animas attempted to follow up with the patient regarding the issue but has been unsuccessful at this time. This complaint is being reported because troubleshooting of the event was unable to be completed to determine if the issue could be resolved. There was no indication that the product caused or contributed to an adverse event.